Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a microvascular anastomotic coupler device had a bent pin. The bent pin was visualized under a microscope during inspection prior to patient use. To resolve this issue, the device was removed from the surgical field and replaced with a new one. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the actual device was received for evaluation. No signs of use were visible on the coupler rings, which is consistent with the complaints statement that the alleged event occurred prior to use. The 3.5mm coupler jaw assembly was returned in the original tray. During investigation it was observed that the right coupler ring had a bent pin. When rings were approximated with the anastomotic instrument, the rings did not appropriately align as intended due to the bent pin. The bend in the pin did not allow for all the pins to properly align with their mating holes which would hinder the use of the coupler in a surgical process. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.